Manufacturer narrative:
(B)(4). E1 initial reporter email address (B)(6).

Event description:
It was reported that an alert/notification settings issue occurred occasionally between (B)(6) 2025 and (B)(6) 2025. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined. No injury or medical intervention was reported.